Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the doctor had to remove the whole femoral part and replace it with a gmrs distal femur due to fractured stem.

Event description:
It was reported that the doctor had to remove the whole femoral part and replace it with a gmrs distal femur due to fractured stem.

Manufacturer narrative:
An event regarding stem fracture involving a scorpio stem extender was reported. The event was confirmed. A material analysis has been performed. The report concluded: the stem broke in fatigue. The fracture origin was obscured by post-fracture abrasion. No material or manufacturing defects were observed on the device features examined. There are no device-related issues evident in this case. Both the findings on x-rays and on the explant photograph are consistent with these conclusions. There have been no reported discrepancies for the referenced lot. The results of the investigation indicate that the surgical protocol was not followed. Root cause of failure is procedure-related as determined by the surgeon¿s choice to use bone cement to fill bone defects in an already very weak femur resulting in an overload condition on the device through excessive micro-motion in the mrh device connection to stem extender as caused by the low modulus of elasticity of bone cement resulting in progressive loss of bone support to the mrh femoral condylar device.